Event description:
The female patient came in with a myocardial infarction due to restenosis of a previously implanted cypher stent (catalog and lot unknown). The patient had a 3.0 x 13 cypher stent implanted to treat the restenosis. During the implantation of a proximal right coronary artery, a dissection was noted and was treated with two additional cypher stents.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2007-00285. This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and it is not available for analysis. Additional information will be submitted within thirty days upon receipt.